Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the emergency room (ER) for gastrointestinal issues unrelated to the system. The pacemaker was interrogated and it was found that there was no capture. The patient was asymptomatic with loss of capture and was not dependent. On (B)(6) 2017, the patient went in for a lead revision procedure. The lead was wrapped around the device. The lead was repositioned and everything was fine until the lead was reconnected to the device. The capture threshold was elevated and sensing was low. The physician repositioned the lead and added more slack and then he noticed insulation failure under the sleeve. Lead was repaired with a lead repairing kit. When the lead was connected to the device again, there was no sensing and there was still an elevated capture threshold. Physician extracted the lead and implanted a new lead. Patient was fine.